Event description:
Healthcare professional left side ¿capsular contracture, grade iii.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, white particles and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional left side ¿capsular contracture, grade iii.¿ the device has been explanted.